Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 21mm 8300ab aortic valve was explanted after an implant duration of 6 years, 11 months due to unknown reasons. The explanted valve was replaced with a 23mm 11500a inspiris resilia aortic valve edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Event description:
It was learned through implant patient registry and investigation that a patient with a 21mm 8300ab aortic valve was explanted after an implant duration of 6 years, 11 months due to calcification. Patient presented with heart failure. The explanted valve was replaced with a 23mm 11500a inspiris resilia aortic valve. Patient was stable and was discharged on pod#7 per pathology, explanted aortic valve consisted of scant amount of attached tan-white wispy fibrous tissue. Diagnosis: valvular tissue with degenerative changes and calcification. This is a 72-year-old male edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections :b5, b7, d9, g3, g6, h2, h3, h6 ( type of investigation). Corrected sections : b5, h6 ( clinical code, device code). Customer report of calcification was confirmed on the received tissue fragments. As received, the majority of all three leaflets were cut off from the valve. Multiple tissue fragments were returned with valve but could not be matched up to valve. X-ray demonstrated frame expanded wireform was cut around commissure 3 and appeared to match up. Minimal and heavy calcification was observed on returned tissue fragments and minimal calcification on remaining section of leaflet 3. Host tissue on the stent circumference and frame were moderate at both the inflow and outflow aspects. Suture holes were visible near the all three black stitch markings on the sewing ring; one suture hole near each. Two suture threads were observed around the sewing ring. The reported event was confirmed through preliminary evaluation of the explanted valve. The reported event is pending final evaluation analysis. A supplemental report will be submitted accordingly once the evaluation has been completed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: g3, g6, h2, h6 (type of investigation) corrected sections: h6 (component code, investigation findings and investigation conclusions). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve... Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including chronic kidney disease (ckd), and diabetes mellitus (dm). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.